Event description:
While investigating a (B)(6) male patient's electrode belt for an unrelated issue, a reportable problem was discovered. Electrode belt sn (B)(4) failed a hi-pot test. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a hi-pot test due to an open pulse wire in the trunk cable. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable section. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.